Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Char and tissue buildup were observed on the jaws. The silicone coating on the cold jaw was observed to be peeled and detached at the tip and middle of the cold jaws, which left the metal part of the base of the cold jaw exposed. The detached piece of silicon was not returned for evaluation as it was discarded. A microscopic inspection was conducted. The heater wire was observed to be attached at the base and tip of the hot haw. Based on the return condition of the device, the reported complaint, "peeled jaw" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one of the tips of the vasoview hemopro broke off. It did not fall in the patient. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one of the tips of the vasoview hemopro broke off. It did not fall in the patient . The hospital did not report any patient effects.